Manufacturer narrative:
It was reported that a syringe component broke during use. Reportedly, the component broken component punctured the user's glove and he experienced an abrasion to his middle finger. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. One of the syringe wing tips was found to have broken off of the returned sample. The reported problem/issue was confirmed, however, a definitive root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component broke during use.